Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent an esophageal procedure but the capsule appeared to have fallen off before the end of the procedure. There was no harm to the patient but a repeat procedure was performed.

Manufacturer narrative:
(B)(4). One accuview graph was received for evaluation. The total time of the study was 48 hours. The ph value was normal for most of the study. At 10:55:55 pm on the second day, the ph value dropped below 1ph value more than an hour and then the ph increased to above 8ph value. This indicated that the bravo capsule detached earlier. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.